Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015, device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: the battery compartment was found to be cracked above and below the grip pad to the case seal. The battery compartment was also found to be cracked along the left side, to the grip pad. Unrelated to the complaint, the text had a pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).